Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0: h3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during an l4-l5 fusion, the right l4 screw was lateral. The surgeon noticed one pedicle screw was missed after the case was completed. All other screws appeared to be accurate. The same patient came back in 1 week later and the right l3 screw was also lateral. The amount of inaccuracy was unknown. There was no delay in the length of the procedure. No intervention had been done or planned by the site at this time.

Manufacturer narrative:
H2-3) the software investigation concluded that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs and archives were reviewed. Logs captured two sessions on the reported date, and only one session had a selected procedure that progressed to navigation. In this session, a single imaging system exam was used, and the user transitioned through select procedure, instruments, acquire images, navigation. The provided archive contained one imaging system exam with 192 slices at 0.83 millimeter (mm) spacing/thickness. Instruments used were awl sharp navlock orange, stealthair spine frame, infinity taps bit and driver. The exam included 6 saved cylinders with defined entry and end points under projections, with no saved implants. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but could not be detected in logfiles or archives. Codes: b01, c19, and d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.